Manufacturer narrative:
The pump was received with a blank display due to a corroded lcd board. Unable to perform the operating current, unexpected restart or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the watchdog timeout or compromised force sensor system alarms due to the blank display. No audio/beep anomaly was noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a loud constant tone of insulin pump. Customer changed batteries and display screen went blank and troubleshooting did not resolve the issue. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.